Event description:
It was reported that the rv lead was explanted due to a patient alert for high defibrillating coil impedance of greater than 200ohms. The svc coil impedance was also reading as "none" at time of explant. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv (right ventricular) lead was explanted due to a patient alert for high defibrillation coil impedance of greater than 200 ohms. The svc (superior vena cava) coil impedance was also reading as "none" at time of explant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. It was reported that the rv (right ventricular) lead was explanted due to a patient alert for high defibrillation coil impedance of greater than 200 ohms. The svc (superior vena cava) coil impedance was also reading as "none" at time of explant. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated impedance, high.